Event description:
The implantable neurostimulator (ins) became overdischarged because the patient was not using the device. A power on reset (por) occurred with error code 0x2608. The por was successfully cleared. No diagnostic testing or troubleshooting was performed. No patient symptoms or complication occurred.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. B)(4).